Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call keypad anomaly and low blood glucose levels. Customer's blood glucose reading was 48 mg/dl. Troubleshooting for keypad anomaly was performed. Customer the act button was unresponsive when pressed after they came out of the shower. Customer then pressed the act button later and it worked. Customer performed and passed the self-test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with intermittent act button response due to light moisture damage to keypad traces. Unit received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners, broken reservoir tube lip,broken battery tube threads and minor scratches on lcd window.